Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Inflammation is listed in the device labeling as a known inherent risk of cataract and glaucoma stent surgery. MFR reference #: (B)(4).

Event description:
The patient underwent surgery with implantation of the istent on (B)(6) 2015. At the 3 week postoperative visit, the patient had persistent inflammation in the surgical eye and fellow eye. The surgeon increased the durezol frequency to three times per day and plans to begin a slow taper. Additional information has been requested. The relationship between the event and the device is not known at this time.